Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d)exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) was consulted and recommended troubleshooting and programming options. At this time, the crt-d and right ventricular (rv) lead remains in service. No adverse patient effects were reported.